Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / lower pelvic on right and left sides/lots of pain"), autoimmune disorder ("autoimmune issue"), genital haemorrhage ("abnormal bleeding (general)/my bleeding was out of control"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("lots of bleeding and irregular bleeding cycle / bleeding out of control"), pelvic inflammatory disease ("acute pelvic inflammatory diseases") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included depression (recovered prior to essure), gastric bypass in (B)(6) 2013, painful periods, dyspareunia, ovarian cyst, cholecystectomy, abdominal pain and arthritis multiple joint. Concurrent conditions included post-traumatic stress disorder, eating disorder, mental disorder nos and endometriosis. Concomitant products included bupropion, lamotrigine (lamictal), quetiapine fumarate (seroquel) and venlafaxine hydrochloride (effexor). In 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection of vulva"), urinary tract infection ("uti infections"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk/lower legs both left and right") and gait disturbance ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk"). In (B)(6) 2013, the patient experienced migraine ("migraines"), anxiety ("anxiety"), depression ("depression / worsening of depression") and headache ("headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced abdominal distension ("stomach bloating/I had bloating for about 2 months"), nausea ("nausea") and fibromyalgia ("fibromyalgia") with back pain and muscle spasms. In (B)(6) 2015, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal cramping, lower left and lower right/lots of cramps"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), muscular weakness ("weakness on both legs"), dyspareunia ("dyspareunia,in my uterus dyspareunia(painful intercourse)"), mental disorder ("worsening of mental stability") and premature menopause ("menopause at a young age"). The patient was treated with antibiotics, docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, muscle relaxants and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015, hysterectomy with bilateral salpingectomy,oophorectomy and gastric bypass). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, pelvic inflammatory disease, rectal haemorrhage, female sexual dysfunction, anxiety, depression, fatigue, gait disturbance, muscular weakness, vulvovaginal mycotic infection, urinary tract infection, cystitis, headache, fibromyalgia, vaginal infection, vaginal discharge, dyspareunia, mental disorder and premature menopause outcome was unknown, the genital haemorrhage, menometrorrhagia, vaginal haemorrhage, menorrhagia and abdominal distension had resolved and the migraine, pain in extremity, alopecia, nausea and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, muscular weakness, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, premature menopause, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details : both ostia were well visualized and we can canalized the right tube without incident and deployed the essure. With 3 trailing coil¿s being noted. We then proceeded to the left side in which essure was canalized into the tube and deployed with 2 trailing coils being noted. Patient reports that abdominal distension started after gastric by-pass surgery. Removal details : total laparoscopic hysterectomy and bilateral salpingectomy, extensive lysis of adhesions . Cystoscopy. (B)(6) 2018 unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, depression, anxiety, abdominal pain, back pain, pain in extremity, dysmenorrhoea, abdominal distension, dyspareunia, vulvovaginal mycotic infection, mental status changes , menorrhagia, vaginal discharge, headache, fibromyalgia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records :pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / lower pelvic on right and lef sides/lots of pain"), autoimmune disorder ("autoimmune issue"), genital haemorrhage ("abnormal bleeding (general)/mybleeding was out of control"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("lots of bleeding and irregular bleeding cycle / bleeding out of control"), pelvic inflammatory disease ("acute pelvic inflammatory diseases") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included depression (recovered prior to essure), gastric bypass in december 2013, painful periods, dyspareunia, ovarian cyst, cholecystectomy, abdominal pain and arthritis multiple joint. Concurrent conditions included post-traumatic stress disorder, eating disorder, mental disorder nos and endometriosis. Concomitant products included bupropion, lamotrigine (lamictal), quetiapine fumarate (seroquel) and venlafaxine hydrochloride (effexor). In 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On 9-sep-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In september 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection of vulva"), urinary tract infection ("uti infections"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In october 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk/lower legs both left and right") and gait disturbance ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk"). In november 2013, the patient experienced migraine ("migraines"), anxiety ("anxiety"), depression ("depression / worsening of depression") and headache ("headaches"). In january 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In march 2014, the patient experienced abdominal distension ("stomach bloating/ihad bloating for about 2 months"), nausea ("nausea") and fibromyalgia ("fibromyalgia") with back pain and muscle spasms. In january 2015, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal cramping, lower left and lower right/lots of cramps"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), muscular weakness ("weakness on both legs"), dyspareunia ("dyspareunia,in my uterus dysoareunia(painful intercourse)"), mental disorder ("worsening of mental stability") and premature menopause ("menopause at a young age"). The patient was treated with antibiotics, docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, muscle relaxants and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015, hysterectomy with bilateral salpingectomy,oopherectomy and gastric bypass). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, pelvic inflammatory disease, rectal haemorrhage, female sexual dysfunction, anxiety, depression, fatigue, gait disturbance, muscular weakness, vulvovaginal mycotic infection, urinary tract infection, cystitis, headache, fibromyalgia, vaginal infection, vaginal discharge, dyspareunia, mental disorder and premature menopause outcome was unknown, the genital haemorrhage, menometrorrhagia, vaginal haemorrhage, menorrhagia and abdominal distension had resolved and the migraine, pain in extremity, alopecia, nausea and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, muscular weakness, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, premature menopause, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details : both ostia were well visualized and we can canalized the right tube without incident and deployed the essure. With 3 trailing coil¿s being noted. We then proceeded to the left side in which essure was canalized into the tube anddeployed with 2 trailing coils being noted. Patient reports that abdominal distension started after gastric by-pass surgery. Removal details : totallaparoscopic hysterectomy and bilateral salpingectomy, extensive lysis of adhesions . Cystoscopy. (B)(6) 2018 unilateral oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in march 2014: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, depression, anxiety, abdominal pain, back pain, pain in extremity, dysmenorrhoea, abdominal distension, dyspareunia, vulvovaginal mycotic infection, mental status changes , menorrhagia, vaginal discharge, headache, fibromyalgia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records :pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received :lot number added. Concomitant products added.reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and autoimmune disorder ("autoimmune issue") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder and headache outcome was unknown. The reporter considered autoimmune disorder, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / lower pelvic on right and lef sides"), autoimmune disorder ("autoimmune issue"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("lots of bleeding and irregular bleeding cycle / bleeding out of control"), pelvic inflammatory disease ("acute pelvic inflammatory diseases") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included depression (recovered prior to essure), painful periods, dyspareunia, ovarian cyst, cholecystectomy, abdominal pain and arthritis. Concurrent conditions included gastric bypass since (B)(6) 2013, post-traumatic stress disorder, eating disorder, mental disorder nos and endometriosis. In 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection of vulva"), urinary tract infection ("uti infections"), cystitis ("bladder infection"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), pain in extremity ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk") and gait inability ("chronic lower limb pain (left and right) / pain upper legs both left and right / cannot walk"). In (B)(6) 2013, the patient experienced migraine ("migraines"), anxiety ("anxiety"), depression ("depression / worsening of depression") and headache ("headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced abdominal distension ("stomach bloating"), nausea ("nausea") and fibromyalgia ("fibromyalgia") with back pain and muscle spasms. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant and intervention required), muscular weakness ("weakness on both legs"), abdominal pain ("abdominal cramping, lower left and right"), dyspareunia ("in my uterus dyspareunia"), mental status changes ("worsening of mental stability") and premature menopause ("menopause at a young age"). The patient was treated with vicodin (norco), iron, docusate sodium (colace), ibuprofen, antibiotics, muscle relaxants, hysterectomy with bilateral salpingectomy on (B)(6) 2015) with essure was removal. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, pelvic inflammatory disease, rectal haemorrhage, female sexual dysfunction, anxiety, depression, fatigue, gait inability, muscular weakness, vulvovaginal mycotic infection, urinary tract infection, cystitis, headache, fibromyalgia, vaginal infection, vaginal discharge, dyspareunia, mental status changes and premature menopause outcome was unknown, the genital haemorrhage, menometrorrhagia, vaginal haemorrhage, menorrhagia and abdominal distension had resolved and the migraine, pain in extremity, alopecia, nausea and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait inability, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental status changes, migraine, muscular weakness, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, premature menopause, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details : both ostia were well visualized and we can canalized the right tube without incident and deployed the essure. With 3 trailing coil¿s being noted. We then proceeded to the left side in which essure was canalized into the tube and deployed with 2 trailing coils being noted. Patient reports that abdominal distension started after gastric by-pass surgery. Removal details : total laparoscopic hysterectomy and bilateral salpingectomy, extensive lysis of adhesions . Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2014: negative . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, depression, anxiety, abdominal pain, back pain, pain in extremity, dysmenorrhoea, abdominal distension, dyspareunia, vulvovaginal mycotic infection, mental status changes , menorrhagia, vaginal discharge, headache, fibromyalgia. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records :pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records. Added new reporters and case became medically confirmed. Added patient's date of birth and height. Added relevant history. Added essure's indication and updated therapy dates. Added treatment drugs. Updated onset date for pelvic pain, headache. Added events genital haemorrhage, vaginal haemorrhage, menorrhagia, rectal haemorrhage, female sexual dysfunction, depression, anxiety, fatigue, pain in extremity , gait inability, muscular weakness ,muscle spasms, alopecia, vulvovaginal mycotic infection, abdominal distension, cystitis, urinary tract infection , migraines, nausea , back pain, fibromyalgia, vaginal discharge, vaginal infection, dysmenorrhoea, menometrorrhagia, abdominal pain, dyspareunia, mental status changes, premature menopause, device monitoring procedure not performed, pelvic inflammatory disease. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.